Manufacturer narrative:
Manufacturer's investigation conclusion: interference between the heartmate 3 left ventricular assist system (lvas) and the cardiomems device was unable to be confirmed through this evaluation. A specific cause for the reported event could not be conclusively determined; however, the event was resolved through re-positioning the patient and reading device. The customer reported interference when attempting to take a reading from their implanted cardiomems device. A remote care technical services representative reported electromagnetic interference in the readings. Other devices in the room included an implanted heartmate 3 left ventricular assist device (lvad), a smart watch, and a continuous positive airway pressure machine. A successful reading was able to be taken by adjusting the patient and the reading device. No further actions or replacements were determined to be needed at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further reported issues at this time. The heartmate 3 lvas instructions for use (IFU) explains that the heartmate 3 pump may cause interference with other devices, and there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, "patient care and management,¿ warns the user that if a patient receives a heartmate 3 pump and has a previously implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "heartmate touch communication system,¿ and section c, "safety testing and classification,¿ state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification,¿ states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, connecting the equipment into an outlet on a circuit different from that to which the other device(s) are connected, or consulting abbott for assistance. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having difficulties taking readings with electromagnetic interference (emi). After troubleshooting with remote care technical services (rcts), transmission was successful.